Event description:
During a remote follow-up, noise that led to over-sensing and increased pacing impedance were observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.